Event description:
It was reported that the tandem-provided charging cable became warm to the touch despite being in room temperature conditions. Reportedly, the pump was charging at the time. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.